Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device will not be returned for analysis. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a starclose device. Reportedly, resistance was noted during step 3. The clip was deployed in the access site, but bleeding continued and the patient experienced a cold leg. Manual compression was applied to achieve hemostasis. It was not specified if treatment was done to resolve the cold leg issue. About 3 days post procedure, the patient was taken for angiogram and a clot [thrombus] was removed with suction. There was good forward flow afterwards. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.